Event description:
Additional information was received that this device had declared a battery status of end of life (eol) previously. It was reported that this patient was lost to follow-up. The patient came into the clinic to be evaluated for a normal scheduled follow-up and the device was found to be in storage mode. The patient was admitted and this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Due to the device being left implanted for a year and a half after declaring battery expired (bex) the longevity calculator uses the implant date to the explant date to calculate the pacing rate which in this case causes the longevity calculation to fail. When using the bex date as the explant date the device passed longevity. Laboratory analysis concluded that this device was functioning normally.

Event description:
Boston scientific received information that this device was in storage mode when interrogated by a boston scientific field representative. The representative reported the device had declared end of life (eol) battery status about 14 months prior to the latest interrogation. A boston scientific technical services consultant (ts) advised that no device therapies were available, and that the device had declared eol due to voltage. This device is included in the (B)(6) 2007 mid-life display of replacement indicators advisory population. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should additional information be provided.